Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their pd treatment. The patient stated there was an ¿m31 air detected in cassette¿ alarm that occurred during drain 1 of their treatment, prior to discovery of the fluid leak. During follow up, the patient reported that the m31 alarm occurred in drain 2. After failing to clear the alarm, the patient rebooted the cycler and got a power failure recovery failed message. When the patient opened the cycler door to remove the cassette, fluid reportedly leaked out. During follow up, the patient reported that the leak originated from the back of the cassette. The patient stated there were ¿many, very small holes¿ in the film on the backside of the cassette. The patient contacted ts the following morning to report the event. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient completed their treatment by performing a manual exchange. The patient did not experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient stated they did not inform their pd nurse of the fluid leak and subsequent cycler replacement. The patient verified they had not developed any signs or symptoms of peritonitis and their pd effluent fluid had remained clear. Still, the patient stated they were going to contact their pd nurse to let them know about the event. The patient had received their replacement cycler and was continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was not available for evaluation as it was reportedly discarded.